Manufacturer narrative:
Other, other text: additional h.6 : method, result, and conclusion codes. Additional h.10 : device evaluation: one tracheostomy tube was received for evaluation in relation to the reported event. Visual inspection and functional testing was able to confirm and replicate the reported event. Leakage in the device cuff was detected during testing. Root cause was unable to be determined due to the nature of the reported event. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that patient intubated with 2 different endotracheal tubes, the cuff did not hold pressure. No consequence health for patient.